Manufacturer narrative:
Reported event: an event regarding loosening involving an unknown tritanium shell was reported.the event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review:no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by the patient's attorney as a result of a legal claim that on or about (B)(6) 2020 the patient allegedly suffered injuries due to the tritanium hip component including loosening and need for revision surgery.